Event description:
Customer reported the system would not produce images on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the problem. System operates as intended.